Event description:
During shift check, customer reported that the autopulse platform (serial # (B)(4)displayed a user advisory "(ua) 41" (patient temperature sensor failure) error message. Per reporter, the autopulse platform was stored in the compartment of the apparatus which is primarily inside, and it was placed on the bay floor, still in the quick case tarp when the ua41 error message occurred. No patient involvement.

Manufacturer narrative:
The customer reported a complaint that "the autopulse platform (serial # (B)(4) displayed a user advisory "(ua) 41" (patient temperature sensor failure) error message was confirmed in the archive data but not during functional testing. The root cause for the ua41 error was a defective temperature sensor, likely attributed to an aging device. The autopulse platform was manufactured in june 2015 and is over 7 years old, past the expected serviceable life of 5 years. Upon visual inspection, the front enclosure has a crack in the screw well area, unrelated to the reported complaint. The probable root cause for the observed physical damage was due to user mishandling, such as a drop. The front enclosure was replaced to address the damage issue. Upon further inspection, unrelated to the reported complaint, a sticky clutch plate was observed. This is usually caused by sharp edges from all 12-hex edges of the armature plate, or due to burrs on the clutch rotor's surface, likely attributed to normal wear and tear. The sticky clutch's impact was not severe enough to make the platform non-functional. The clutch plate was deburred to remedy the problem. The archive data indicated several ua41 errors around the reported date; thus, confirming the customer reported complaint. The autopulse platform passed the preliminary functional testing without any error or fault. The reported ua41 error message was not reproduced during further functional testing but as a precautionary measure, the temperature sensor was replaced to remedy the customer reported complaint. Following service, the autopulse platform was subjected to a final run-in test using the 95% large resuscitation test fixture (lrtf) with known good test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was one similar complaint reported for autopulse platform with sn (B)(4). Ccr (B)(4), reported on (B)(6) 2013, the temperature sensor was replaced to remedy the ua41 error.